Manufacturer narrative:
Additional information received from the patient on 02nov2019. ¿date of pain onset started from surgery until I had to get revision reverse arthroplasty done. The shoulder was upward sitting high which cause severed pain. I was told by several doctors to get second opinion which I did. I use a specialists that told me the parts were loosen and it was junk he could only keep the stem. The doctor did not use your parts for replacement. I feel your parts failed me it was seen through surgery and xray did not show that.¿ additional information received from the patient on 06nov2019. ¿unfortunately I didn't realize that I could of ask for the product back had know ideal the product was junk. All I know is that my shoulder was high sitting and never got range of motion. In the lot report you see what doctor doane stated the parts fell me. The doctor who first perform the surgery only took cray he should of did a MRI. The specialist found the parts operating when he cut me for a revision. I should of not been suffering from the first surgery until I got second opinion. I could be the first to have a recall product. This is not fair to my insurance and my out of pocket coast. Total shoulder replacement to revision within a year.¿

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the patient (B)(6) "shoulder replacement done - now in pain". Patient provided operative notes. A review of operative notes dated (B)(6) 2017, indicated that the patient had a right total shoulder arthroplasty due to right glenohumeral arthrosis. The surgery was completed with no complications and a shoulder x-ray confirmed that all implants were in satisfactory position with no evidence of periprosthetic fracture. Operative notes dated (B)(6) 2019 provides a list of products replaced on patient (B)(6). Unknown if this was a revision surgery due to product failure of surgery that took place on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
Additional information received: the patient was in significant, disabling pain from her right shoulder prior to the revision reverse arthroplasty and the shoulder had migrated upward. The patient had complains of acute pain of right shoulder and decreased strength of upper extremity, and decreased range of motion of right shoulder. This went on and on until the second surgery. The patient had revision of total shoulder to reverse total shoulder. There were lose parts found in surgery. Investigation: the device has not been returned to date. The root cause is unknown based on the analysis performed. If additional information is received, the investigation will be updated accordingly.